Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and tandem-provided usb cable. There was no reported adverse impact. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and an alternate usb cable.